Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and calcified iliac vessel. A 6.0 x 20, 135cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured before reaching 10 atmospheres. A 6.0 x 40, 135cm mustang balloon catheter was used but also ruptured before reaching 10 atmospheres. The procedure was completed with a non-bsc balloon. No patient complications were reported.